Manufacturer narrative:
Device evaluation is not completed yet, therefore we did not determine that cause of this event. This is an initial report, investigation result will be described in a follow-up report.

Event description:
There has been a report of a case suspected to exhibit allergic symptoms. During the procedure, the patient developed itching in the right anterior chest and a wheal was observed in the same area. After the procedure, the patient also developed itching and a wheal in the abdomen and both thighs. Then anti allergic drugs was administered, after that the patient recovered.

Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. No abnormalities were found on the production records. The biological safety of the product in question has been confirmed through evaluation testing, and it has been confirmed that the sterilization process was properly managed. The results of the investigation suggest that the product is unlikely to cause an allergic reaction, but as the actual product was not provided and an on-site inspection was not possible, the cause has not identified. No additional complications have been reported, and the patient's postoperative condition is good. The instructions for use (IFU) contain information on general usage, warnings and precautions related to the device, and potential complications and other events similar to this event. This report does not imply that anyone has acknowledged that the product described in this report is defective.